Manufacturer narrative:
Investigation result received from external service center case-(B)(4)- evaluation completed. Evaluation: the battery is damaged internally , causing unit to shut down. Replaced battery and unit passed all tests. All other parts checks ok. Corrective action you will need to replace the battery. (B)(6) 1 ea. Note: customer reply on confirming or declining repair is pending. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Failure mode: incorrect measurement (apex locator). Root cause: defective battery.

Event description:
In this event it is reported that a promark apex locator gave incorrect measurements. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.